Event description:
The wrong bell was placed with the wrong clamp (all co products). The bell wouldn't tighten like it should have. Bleeding was noted around the circumcision site, was cauterized with silver nitrate sticks to control. Blood loss 4-5cc. Circumcision site treated with add'l silver nitrate sticks, vaseline gauze, pressure & close observation. This apparent equipment malfunction is being reported for mfrs awareness as this did not result in a permanent injury but required add'l medical treatment as stated above.